Event description:
Mom called home infusion and reported that the line broke between insertion and hub. Pt's mom called 911, clamped line and went to emergency room. Line removed by rn at hosp without complications. New catheter was placed 1/9/99.